Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, when the product was used, the surgeon found that the suture and needle were disconnected, and immediately replaced with a new device to resolve the issue. There was no patient injury.